Event description:
It was reported that the foam strip was not attached properly to the nc 1630 bladeguard ii double needle counter causing a stick injury. The user has been using this product for a long time and used the box in the correct way.